Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving the stuck button alarm during each airplane ride. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.